Event description:
The patient was a diabetic and she had ¿no potassium in her body¿. The patient had been complaining that the right side of her head was hurting above her ear and she had a bald spot there that had never been checked when the patient started having headaches. She was on the floor when the ambulance came and got her. On (B)(6) 2014 in the ER (emergency room), the patient was pronounced dead because her blood sugar was 10 and her heart rate was 47; she couldn¿t be aroused and they couldn¿t get a blood pressure because it was so low. The patient wasn¿t functioning or moving or responding. When they touched her nose with the sheet, she ¿woke up and said she was not dead¿. During the hospital evaluation, after she woke up and they ¿started doing everything¿ and her blood pressure was 60/20, but coming up from the potassium she was receiving intravenously, they started messing with the pump because they thought it was the cause of the issue. They gave the patient ativan and the patient didn¿t recall anything after that. After the incident, her pump managing physician told the patient that she didn¿t want anyone but her touching the pump because they had accidently shut the pump off and didn¿t realize that they had shut it off. The device system was delivering baclofen and morphine. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that per the healthcare provider the patient¿s pump was not stopped.

Manufacturer narrative:
Concomitant product: product idl: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).